Event description:
It was reported that during a single level surgery for implant of posterior fixation, three connectors were broken during implant. Finally a fourth was implanted with no issues and the surgery was completed. No patient complications were reported.

Manufacturer narrative:
Devices were returned to medtronic for evaluation. Visual examination determined that the connectors' threaded components failed during tightening of the setscrews. It appears the wall thickness near the screw post hole is undersized.